Event description:
The facility reported a colleague infusion pump that was "set to deliver 24 hours and delivered 30 hours. Ch c failed volume accuracy." This condition had the potential to interrupt delivery. The biomed reported that the event had occurred during delivery in the ICU. There was patient involvement and the patient was connected at the time of event. It is unknown how long therapy was stopped. There was no report of patient injury or medical intervention. No additional information is available. This is involving a pump with software version 5.03.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that was ?set to deliver 24 hours and delivered 30 hours. Ch c failed volume accuracy was confirmed and reproduced during product evaluation. The root cause was not identified and no repairs have been performed due to the customer's refusal of estimate. No further correction was made concerning this event and the pump was returned unrepaired. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.